Event description:
Investigation "completed" and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac. The complaint of oxygen knob spinning was confirmed when spinning the knob. Device arrived with cracked o2 knob, battery cover and minor wear and tear on case. The input label and output label is damaged around the patient outlet fitting. Front panel is bent in the upper corners. The tidal volume knob rubs against the battery compartment and the input manifold assembly is loose on the bottom chassis repair summary:replaced small knob to correct the customer reported problem. Replaced front panel, battery cover, case label kit and upgraded the variable restrictor. Tightened loose screws on the electrical chassis and input manifold. Installed pm kit. Performed pm, cleaned and affixed service label.

Event description:
It was reported that the o2 knob was spinning on a smiths medical ventilator. No adverse patient effects were reported.